Event description:
It was reported that during a da vinci si hysterectomy procedure, the cautery function of the fenestrated bipolar forceps instrument was inconsistent. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering placed the instrument on an in house system and was driven. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed, and cauterized properly. Additional observations not reported by the customer was pulley damage and main tube scratches. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks with light material removal. Scratches were short in length and were not aligned with the tube axis. No other damage was found. Evidence not conclusive but pulley and main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damages found during failure analysis could cause or contribute to an adverse event, if to reoccur.